Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller¿s screen being white was unable to be confirmed. Review of the log files contained data from 19sep2025 ¿ 25sep2025. All of the captured data appeared to show the system controller operating as intended. The controller operated the pump at the set speed without issue. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU (rev. D) was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the system controller. The heartmate 3 IFU, section 6 entitled ¿patient care and management¿, defines electrostatic discharge (esd), and advises the user to avoid activities that may increase the risk for esd to avoid possible damage to the system controller. The heartmate 3 patient handbook (rev. A) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had concerns related to system controller screen being completely whited out. Self-test was done and did not clear the screen. Based on the log files showed that the device was operating as intended electronically and mechanically. It was later reported that the patient was having the same issue on the new system controller with screen being white. Additional log files showed routine events. The peripheral equipment appeared to be functioning as intended.